Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values the day after the sensor was inserted into the arm. On (B)(6) 2023, the patient got a low alert on his dexcom, which read 40 mg/dl. The patient experienced shakiness, paleness, and presyncope. A witness (who happened to be a nurse) saw he needed aid and helped him by sitting him down in the chair and providing him with a coke to drink, as well as skittles, a piece of banana bread, and a sandwich to eat. The patient reported feeling better after treatment, however, his cgm continued to read low at 46 mg/dl. No bg meter comparison values were done. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.